Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a uti. No device malfunctions were reported and patient status is unknown at the time of this report. There were no further complication reported or anticipated.